Event description:
Pt on ventilator prior to suctioning. Nurse instilled 3-5cc cleanser from 20ml, single unit dose container, instead of normal saline. Error immediately recognized, normal saline used to cleanse from ett. Suctioned for thick brown clots and red secretions. Per pulmonologist, no deterioration in pt conditon as related to this incident. User error. Concern: individual single unit containers do not contain info on what is in the product. Only cleanser 20ml not for injection.